Event description:
Upon applying the cavilon no sting barrier film spray, it caused our daughter to immediately start crying and verbally indicating that it was hurting her in her genital region. The area also flamed up swollen and turn pink/reddish. Dose or amount: couple sprays to cover area. Frequency: every 8 hrs.